Event description:
It was reported that on (B)(6) 2012, the patient underwent the tha surgery of the right hip for oa. After surgery, on (B)(6) 2022, the patient underwent a revision surgery for suspected trunnionosis. In the revision surgery, the stem, head, and liner were exchanged. The surgeon assumes that trunnionosis is occurring because of the soft tissue condition around the hip joint (which has formed tumor-like tissue) and the black material on the head and neck junction of the implants. A cup is a zimmer biomet¿s product. The revision surgery was completed successfully with no surgical delay. The surgeon asked us to investigate the corrosion status, etc. Of the head and neck junction of the implants. No further information is available.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary the device associated with this complaint was not returned. Photo evidence and x-rays provided were reviewed and found corrosion present on the inside surface of the implant. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot the product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). A manufacturing records evaluation (mre) was not performed.

Manufacturer narrative:
Product complaint (B)(4). Investigation summary; the device associated with this complaint was not returned. Photo evidence and x-rays provided were reviewed and found corrosion present on the inside surface of the implant. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot; he product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). A manufacturing records evaluation (mre) was not performed.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint (B)(4). Investigation summary: the device associated with this complaint was not returned. Photo evidence and xrays provided were reviewed and found insufficient evidence to confirm implant corrosion. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot: the product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). A manufacturing records evaluation mre was not performed.

Manufacturer narrative:
Product complaint (B)(4). Investigation summary: the device associated with this report was returned to depuy synthes for evaluation. Visual inspection of the returned device found, corrosion present on the inside surface of the implant. The reported condition was confirmed. Additional monitoring, for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot: a manufacturing record evaluation was performed, for the finished device (152190058/d12022236) product and lot numbers. And no non-conformances were identified.